Event description:
The customer reported that a patient received a burn to the heel and bottom of the foot during a procedure while using an unknown type of covidien electrosurgical pencil and return electrode. The pencil and pad were discarded by the customer. The degree of burn and treatment of burn were not made available by the site contact. The site contact stated the patient has made a full recovery.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the generator evaluation is complete a follow-up report will be submitted.